Event description:
It was reported that when the device was used during an unknown procedure, the device was fired four times. On the fifth firing, the articulation knob was turned, and it broke off in surgeon's hand. Another device was used to complete the case. There was no consequence to the patient.